Event description:
It was reported that the nurse trying to start new therapy, but the arctic sun device just primed and stopped. Guided to system diagnostics showed that the system hours were 5058, pump hours were 4424, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. No change in values. The nurse had another device nearby dyzby017. When moved to this device all looked good. Inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 90 percentage, flow rate (fr) was 3.3lpm. They would send the first device to biomed for investigation. No return calls from this account.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They would send the first device to biomed for investigation. No return calls from this account. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse trying to start new therapy, but the arctic sun device just primed and stopped. Guided to system diagnostics showed that the system hours were 5058, pump hours were 4424, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. No change in values. The nurse had another device nearby (B)(6). When moved to this device all looked good. Inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 90 percentage, flow rate (fr) was 3.3lpm. They would send the first device to biomed for investigation. No return calls from this account.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.